Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired with the interlock engaged. Staples were protruding from the proximal side of the staple cartridge. The jaws were open. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device was being assembled without any problem, reload then clamped down in tissue and would recognized the tissue thickness, but when the surgeon went to fire it, the device could not be fired, and the reload would come up with a white background, indicating it had been fired. To resolve the issue the reload was taken out, and used another reload in order to complete the case. There was no patient injury.